Event description:
The user received questionable urinalysis results for one patient sample from the urisys 1100 analyzer serial number (B)(4). Of the data provided, the results for glucose and protein were discrepant. The initial result was "negative" for both glucose and protein on the urisys 1100 analyzer serial number (B)(4). The result from the urisys 1100 analyzer serial number (B)(4) was 250 for glucose and 100 for protein (units were not provided). No information was provided about the patient. The user stated that they went with the negative patient results for both glucose and protein. There was not a way to confirm that the negative results were correct. There was not a laboratory test done on the patient involved.